Manufacturer narrative:
(B)(4).

Event description:
The patient never had therapeutic effect. The patient experienced paresthesias from legs to feet. The patient also experienced a pressure sensation on the lower back: "like a sandbag" was "pulling patient down" and has worsened over time. The symptoms started shortly after device implant. The patient did not have therapeutic pain relief for a year; the pump was not checked during that time. For the last 2-3 weeks, the patient experienced difficulty walking and was using a cane. On (B)(6) 2011, a dye test was performed. The hcp (healthcare provider) told the patient it was unknown where the medication was going, the dye was "pooling somewhere in the body" and surgery was recommended. Additionally, the hcp "could not get anything back from the pump" and something was wrong with the pump. The pt was given oral medications, but did not like being on them. The pump contained dilaudid. Additional information has been requested, but was not available as of the date of this report.